Event description:
Pt's spouse had assembled the commode, and wanted to test for the correct height since the legs were adjustable. Pt sat on the commode and immediately one of the front legs on the unit collapsed. The spouse caught the pt, but at the same time, the rear leg on the same side collapsed. The pt fell to the ground, suffering a hairline fracture of their hip as a result of the impact. It was determined that the push button was not fully protruding through the height adjustment hole, and therefore, was not locked into place on one or more of the legs.